Manufacturer narrative:
The customer's last calibration result from 16-feb-2022 was acceptable. The customer's qc results, sample pre-analytic details, and system alarm trace were requested but not provided. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys vitamin d total iii results for one patient tested on a cobas 6000 e 601 module. The patient's initial result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample on an unknown analyzer. The patient's initial elecsys vitamin d result was 18.20 ng/ml. The patient's repeat vitamin d result was 8.00 ng/ml. The elecsys vitamin d reagent lot number was 55761700 with an expiration date of 30-apr-2022.